Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn : m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient developed a postoperative infection and was prescribed with an antibiotics. However patient continued to have some (B)(6) related incisional infection. The patient underwent a system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.